Event description:
It was reported when using the bd pyxis medstation es system drawer and pockets were failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not correctly reading cubies. The field service engineer reseated row board cable, components, replaced controller module board and ticket was placed for technical support specialist to work on the database to resolve ghost d3 cubie to resolve. The system functioned as intended after the field service engineer troubleshooted the device.